Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple inappropriate therapies due to rapid ventricular rate, which resulted in long charge time. Capacitor maintenance was performed and the capacitor charged was in normal range. The patient will be monitored.

Manufacturer narrative:
Correction: it should have stated that the patient received multiple appropriate therapies rather than multiple inappropriate therapies. Correction: this supplemental report is to correct the initial MDR reported patient code: (B)(4): therapeutic effects, unexpected and device code: (B)(4): inappropriate shock, which was submitted on (B)(6) 2018. The codes were erroneously submitted as the patient did not receive inappropriate therapies. The correct code to supersede the initial patient code should be (B)(4): no known impact or consequence to the patient and initial device code: (B)(4) should be removed from initial MDR.

Event description:
Patient received multiple appropriate therapies.